Event description:
It was reported that during a right-sided implant attempt, the physician used additional force to get the right ventricular lead to "make the bend," which resulted in a "kink" in the lead. The lead was removed and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. The defibrillation conductor was distorted. The helix/lobe was distorted/bent and blood was observed in/on the helix/lobe mechanism. The helix was blocked by the guide tooth. Damage at implant was noted.